Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) pump small tank to large tank had minimal flow and the small tank mode had zero flow. There were no error codes observed. The device was not changed out, as the continued to use for case. The surgical procedure was completed successfully. There were no delays, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR# 1828100-2015-00540.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The fsr found the membrane in valve 5 had been blown out and valves 4 and 6 were in poor condition upon inspection with rust and build-up. The fsr replaced valves 4, 5, and 6 and completed preventive maintenance (pm) and performed functional tests of all modes of operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 07/01/2015: according to the perfusionist (ccp), the cardioplegia (cpg) pump small tank to large tank had minimal flow and the small tank had no flow. The cpg pump was not cooling well enough. The cooler heater unit "barely worked well enough," but they continued to use it for the case. There were no error codes or alarms associate with the reported issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.